Event description:
It was reported that the device fired multiple times in less than a year and was explanted and replaced due to low battery. The patient experienced violent shocks, fainting and fell. No further information provided.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4) received. (B)(6).